Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The customer stated that she did not know the blood glucose reading because she was not using the insulin pump at the time. Upon troubleshooting, the display did successfully return. Advised the customer that a replacement battery cap would be sent. The insulin pump had also alarmed battery out limit, and she was advised that this was normal device behavior, since the battery was out of the insulin pump for over 10 minutes. Nothing further reported.